Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam. The patient has alleged to cough and sore throat/nasal irritation. He above reported event is assessed as possibly related to the device in this case. Hence, the device may have cause or contribute to the alleged serious injury. The patient did receive medical intervention and was prescribed antibiotics. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a cough and sore throat. The patient did receive medical intervention and was prescribed antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.